Manufacturer narrative:
This event will be addressed under manufacturer report number: 2916596-2020-01186.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an intracranial hemorrhage on (B)(6) 2020. Their symptoms included neuropathy of more than 24 hours. An angiography was performed which showed that the stroke occurred in the right hemisphere. Surgical intervention was performed and the patient was given warfarin. The patient expired on (B)(6) 2020 due to brain herniation due to subarachnoid hemorrhage, ultimately leading to central nervous system death. The death was determined to be device related. The pump was functioning as expected.